Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.

Event description:
It was reported that the patient reported feeling an increase in palpitations. The family physician ordered a halter monitor which detected that the patient was now pacing 30 percent of the time. The patient presented to the clinic and the device exhibited backup operation. The device was explanted and replaced on (B)(6) 2013.